Manufacturer narrative:
(B)(6). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 actual and 3 representative samples were returned for investigation. Based on the complaint description, it was reported that during the insertion of the catheter, the nurses observed a urine leakage at the y junction which suggested that there was leak at funnel. The investigation was initiated by inflating the sample using red color water and it was observed that there was leak at the funnel junction area as mentioned by the complainant. Review under 50x magnification lens found a tear at inflation lumen before the junction of the funnel. Further investigation was conducted by filling red color water through the drainage lumen however, no leak was observed. Further investigation on the root cause for the failure found on the actual sample will be addressed through ncs-0053/19. Based on the investigation conducted on both actual and representative samples, it was observed that the actual sample had leak due to torn at inflation lumen around funnel junction area. However, no sign of leak found on the representative samples. Further investigation on the root cause for the failure found on the actual sample will be addressed through nc s-0053/19. Therefore, this complaint is confirmed as stated.

Event description:
It was reported that on the (B)(6) 2019, during the insertion of the catheter, the nurses observed a urine leakage at the y junction of the urine drainage. The device was replaced by another catheter; same reference but different lot number. Clinical consequences: the patient had a new catheter inserted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on the (B)(6) 2019, during the insertion of the catheter, the nurses observed a urine leakage at the y junction of the urine drainage. The device was replaced by another catheter; same reference but different lot number. Clinical consequences: the patient had a new catheter inserted.